Event description:
A cypher (3.0/23mm) was deokited at 20 atm at the target lesion. When ivus was conducted, stent apposition was not satisfactory. Therefore, post-dilation was conducted with the same sds balloon at 22 atm, but the physician found that a vessel rupture had occurred inside the mid section of the stent. To treat the vessel perforation, poba was conducted to stop the bleeding. Then, echocardiography was conducted and cardiac tamponade was observed. Therefore, drainage was conducted and iabp was inserted. Also, intubation was conducted. Finally, the bleeding stopped. The patient is in stable condition and still hospitalized.